Manufacturer narrative:
The investigation for the reported access site bleed has been completed. The device nor sufficient clinical information was returned for evaluation. The root cause of the access site bleeding cannot be determined since the product was not returned and insufficient clinical details were provided.

Event description:
The user facility reported a patient presenting with acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support and developed a hematoma. Pre-percutaneous coronary intervention (pci), the impella cp pump was successfully implanted and support initiated. The pci was completed. The device was explanted approximately eight hours later, and the access site was closed with two perclose. However, a hematoma was noted at access site post-closure. Manual compression was held for 20 minutes, and the hematoma subsided. The patient was noted to be hemodynamically stable. No blood products were given.

Manufacturer narrative:
The impella device was discarded by the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿